Event description:
Surgeon removed hardware due to pt tissue not being healthy enough to seal over a reconstructed mandible.

Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.